Event description:
It was reported that the implant required major adjustment due to changes of anatomy/calcifications.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon identified anatomical changes and calcifications as contributing factors, with no concerns regarding implant design. Stryker¿s analysis confirmed that the implant was manufactured per specifications and based on CT scans taken nearly a year before surgery, during which time additional bone growth may have occurred. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.